Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was over 700 mg/dl because the infusion sets were not delivering insulin. The infusion sets would crimp over. The customer received a no delivery and had to do two different infusion set changes in two hours. The alarm was resolved with a complete set change. The customer changed the site, increased his boluses, and kept checking his blood glucose level every 45 minutes until it came down. The device was not returned.